Event description:
It was reported that when the epg (external pulse generator) was tested, the output was higher than the set heart rate. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower case halves are broken. Battery release has tool marks and is contaminated. One bail cover is broken and one bail cover is missing. Ring cover, lead flex cover, and battery drawer are broken and contaminated. One case screw, one bail, and ring are missing. One printed circuit board flex is creased. Battery contacts are compressed. Keyboard window is scratched.